Event description:
It was reported "possible battery problems, machine charged overnight runs ok for 40 minute without pump running, then 5 minute warning for battery, resuming charge within minute yellow led indicates 80% charged". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible battery problems, machine charged overnight runs ok for 40 minute without pump running, then 5 minute warning for battery, resuming charge within minute yellow led indicates 80% charged". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of the "short battery run time" is not able to be confirmed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.